Event description:
Rptr stated there were 2 instances when the wheelchair went out of control: the first instance was on 10/31/93. The wheelchair popped out of gear and started to spin in circles. Rptr got it to stop and then it was going up a hill and power on controls started to flash and rptr coundn't get it to do anything. It wouldn't move. While walking home the chair popped out of gear, jumped the curb and tipped backwards. No pt injury sustained. The chair hit rptr in the hip when it went out of control. The second instance was on 11/4/94. Rptr and pt were walking on a field. The pt was driving the wheelchair and the chair went out of control and almost tipped over. The pt is ventilator dependent and uses a joy stick with his chin to drive the chair. Rptr has reported this to MFR. Nothing ws done.